Event description:
Distribution (B)(6) medical in (B)(6) informed us on (B)(6) 2016 about the following event: the engineer in the clinic commented that last week there were two events with patients whom this device was used; both patients had tachycardia; however they didn't say the device had any fault. During technical service provided by (B)(6), the device was tested and it suddenly rises up the frequency to 180ppm. The pacing rate could not be adjusted with the rate dial. It stimulated with the maximum adjustable rate of 180ppm. The tachycardia stopped when the device was stopped. There were no further complications or consequences to the patients.